Event description:
Limited info is known. Tech reported a pt expired during treatment on a bm11a dialysis device. It was reported that venous alarms occurred during the treatment and the pt coded. It was reported that the device is not being attributed to the pt death.